Event description:
The accident occurred while driving during emergency transport using the siren. A car coming from the direction of travel on the right hit the rear axle of the ambulance while it was driving through the intersection and hurled it against a traffic light mast, impacting the left side of the vehicle body. Because vital medical treatment was being given at the time of the accident, the patient was being transported on the cot lying down and only the transversal straps could be placed (leg, pelvis, chest). After the incident, it was noted that the pelvic strap had been strapped to the horizontal carrying platform (perforated sheet metal), thereby deforming the metal sheet and breaking off one of the fastening rivets. Further patient information was not provided.

Manufacturer narrative:
Method/conclusion: it has been recommended that the device be removed from service and scrapped as it is no longer serviceable as a result of the incident.

Event description:
It was reported that the patient received a head laceration as a result of the ambulance collision and not as a result of the medical equipment they were strapped to at the time.

Manufacturer narrative:
It was reported that the patient received a head laceration as a result of the ambulance collision and not as a result of the medical equipment they were strapped to at the time.